Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) discussed needs programmer data for analysis. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.